Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 2 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Received 36 closed samples. (B)(4) units were manufactured and distributed. There are no units in stock. Tested the needle attachment of the three samples received and the results fulfills the OEM requirements. Also, tested tightness test to the closed samples received has been performed and the units are tight. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Right after opening the packaging the needle goes off the thread. (Needle detachment).